Event description:
The customer contacted physio-control to report that while monitoring a patient during transport to a local hospital, their device powered off by itself. There were no adverse effects reported to the patient as a result of the reported failure.

Manufacturer narrative:
(B)(4). It was later confirmed by the biomedical shop manager at the facility that he was unable to verify the reported failure. The biomed advised that they fully tested the device and were unable to duplicate any auto power off issues. They attached the device to a patient simulator for 24 hours and at no point did the device power off on its own. After observing proper device operation through functional and performance testing the unit was returned to the end user for use. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.